Manufacturer narrative:
(B)(4).

Event description:
It was reported that five days after implant procedure, the patient was presented to the emergency room after receiving inappropriate shocks due to atrial fibrillation with rapid ventricular response. Programming changes were made, and the patient was given medication. No further inappropriate therapies were noted.